Manufacturer narrative:
Medical device type: jka/fpa. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle does not retract and fell apart when button pushed with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: material no.: 367342. Batch/lot: 9008688. It was reported that "when pushing the button to retract the needle. It fell apart exposing the needle."

Event description:
It was reported that the needle does not retract and fell apart when button pushed with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: material no: 367342. Batch/lot: 9008688. It was reported that "when pushing the button to retract the needle. It fell apart exposing the needle."

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for front/rear barrel separation with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for front/rear barrel separation with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.